Event description:
It was reported that this pacemaker fell into safety mode. The patient experienced pocket stimulation. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker fell into safety mode. The patient experienced pocket stimulation. The device was explanted and replaced. No additional adverse patient effects were reported.